Manufacturer narrative:
A ge oec service representative investigated this issue and found the initial error code reported was a single occurrence and that the main issue with system impairment developed after 5-8 minutes of system activation. The controller encoder was replaced in addition to the control panel processor. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no reported adverse effect on any patients noted. The facility did not provide any further information with respect to any patient involvement.

Event description:
The ge oec 6800 fluoroscopy system displayed an error code indicating: "system error control panel x-rays disabled" system was inoperable.